Event description:
It was reported that the patient twiddled their device and explanted it in the shower. Additionally, there was an infection. The implantable cardiac monitor (icm) was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.